Event description:
The customer reported that when the health care professional selected the report icon on the display to show a pt exam report, another pt's exam report presented on the screen. The system administrator was able to replicate the problem using exam reports for multiple pts. There were no reports of pt injuries related to this reported problem.